Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died of cardiopulmonary arrest after the decision was made to not pursue aggressive measures, and instead administer comfort care. The patient's death was not related to the function of the device or the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient expired one day after the device was implanted, and that the cause of death was unknown. No additional information could be obtained after multiple follow-up attempts.